Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year-old female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, vaginal itching and vaginal yeast infection. Concurrent conditions included hyperthyroidism, blood pressure high, adenomyosis, uterine leiomyoma and nabothian cyst. Concomitant products included calcium carbonate (tums 500 calcium) since 2017, fluconazole since (B)(6) 2016, hydrocortisone since 2016, lansoprazole (prevacid) since 2017, lisinopril since (B)(6) 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced depression ("depression/ psych injury"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/ condition type: high blood pressure"). In 2017, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: digestive issues"). In (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder"), rash ("rash/ skin condition: rashes on side torso, and buttocks near tailbone"), loss of libido ("lack of sexual desire"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), heavy menstrual bleeding (seriousness criterion medically significant), intermenstrual bleeding ("menorrhagia (as written) (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and weight fluctuation ("weight gain, weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on 9(B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, mood swings, cystitis, fungal infection, depression, rash, hypertension, dysmenorrhoea, dyspepsia, vaginal discharge, urinary incontinence, urinary tract infection, loss of libido, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, bladder disorder, vaginal infection, fatigue, headache, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fungal infection, headache, heavy menstrual bleeding, hypertension, intermenstrual bleeding, iron deficiency anaemia, loss of libido, mood swings, nausea, pelvic pain, rash, urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2011, 2015 and (B)(6) 2011. Communicated with any healthcare provider concerning removal of your essure device: yes. Patient received treatment for bladder/ urinary problems bladder probs., bladder infect., uti, vaginal infect., vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Case became serious incident because of essure removal. Reporters, medical history and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding) in a 36-year-old female patient who had essure (batch no. 869746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, vaginal itching and vaginal yeast infection. Concurrent conditions included hyperthyroidism, blood pressure high, adenomyosis, uterine leiomyoma and nabothian cyst. Concomitant products included calcium carbonate (tums 500 calcium) since 2017, fluconazole since (B)(6) 2016, hydrocortisone since 2016, lansoprazole (prevacid) since 2017, lisinopril since (B)(6) 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced depression ("depression/psych injury"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/condition type: high blood presure"). In 2017, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: digestive issues"). In (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), rash ("rash/skin condition: rashes on side torso, and buttocks near tailbone"), loss of libido ("lack of sexual desire"), dyspareunia ("dyspareunia (painful sexual intercourse), female sexual dysfunction ("apareunia"), heavy menstrual bleeding (seriousness criterion medically significant), intermenstrual bleeding ("metorhagia (as written) (bleeding b/w periods), iron deficiency anemia ("anemia"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and weight fluctuation ("weight gain, weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, mood swings, cystitis, fungal infection, depression, rash, hypertension, dysmenorrhoea, dyspepsia, vaginal discharge, urinary incontinence, urinary tract infection, loss of libido, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, bladder disorder, vaginal infection, fatigue, headache, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fungal infection, headache, heavy menstrual bleeding, hypertension, intermenstrual bleeding, iron deficiency anemia, loss of libido, mood swings, nausea, pelvic pain, rash, urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2011, 2015 and (B)(6) 2011. Communicated with any healthcare provider concerning removal of your essure device: yes. Patient received treatment for bladder/urinary problems bladder probs., bladder infect., uti, vaginal infect., vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2015: total bilateral occlusion. Lot number: 869746, manufacturing date:2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.